Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump had recently been exposed to water. Blood glucose level was 260 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.